Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d10: changed to, no. Device is not available for return.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unknown artery. An nc trek 4.0x12mm balloon dilatation catheter (bdc) was used in the anatomy, but the physician noted that the balloon was difficult to deflate. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction/manipulation of the device and/or a sufficient amount of time was not allowed to deflate the balloon before an attempt was made to remove the device resulting in the noted stretched outer member and inner member thereby compromising the inflation/deflation lumen; thus resulting in the reported deflation problem. Manipulation of the device resulted in the noted multiple device damages (stretched, twisted, torn). The noted multiple kinks on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: method code 4114 was removed and code 10 was added. H6: conclusion code 67 was removed and code 4307 was added.